Event description:
It is reported that the customer's insulin pump alarmed a button error. Customer stated they replaced the battery and insulin pump started working again. Customer attempted to put in a bolus and when she went to enter carbohydrates, insulin pump started scrolling on its own and gets another button error alarm, unable to clear the alarm. Customer tried changing batteries, but it did not work. The blood glucose reading was 6.5mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.